Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an illuminator probe presented with poor illumination from a retinal system during surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative cleaned the tabletop illuminator module. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 21, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to debris inside the illuminator module. However, how or when the module became dirty cannot be determined conclusively. (B)(4).